Manufacturer narrative:
As reported, a patient came in for their post procedure follow-up six days after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) with a hematoma. The physician is a trained user and is kol (key opinion leader). The access site was the femoral vein, 9f, for a venous stenting procedure. Access was bilateral; however, only one side developed a hematoma. The hematoma size was reported as 5 cm x 16 cm x 15 cm. The patient was admitted for pain control, lovenox was held, and the patient was discharged. There were no multiple sheath exchanges. A 9f sheath manufactured by a non-cordis sheath manufacturer was used. There was no reported vessel tortuosity and no reported presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. No thrombolytics were used during the procedure; heparin was used and was not reversed. The patient was on an anticoagulation regimen with lovenox immediately post-operation. The patient followed post-procedure bedrest instructions. There was no reported elevated blood pressure. The device was not available to be returned for evaluation. The product history record (phr) review of lot f2523403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review and available information, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient came in for their post procedure follow up six days after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd) with a hematoma. The physician is a trained user and is kol. The access site was the femoral vein, 9f, for a venous stenting procedure. Access was bilateral, however, only one side developed a hematoma. The hematoma size was reported as 5 cm x 16 cm x 15 cm. The patient was admitted for pain control, lovenox was held, and the patient was discharged. There were no multiple sheath exchanges. A 9f sheath manufactured by a non-cordis sheath manufacturer was used. There was no reported vessel tortuosity and no reported presence of peripheral vascular disease or calcium in the vicinity of the puncture site. No thrombolytics were used during the procedure; heparin was used and was not reversed. The patient was on an anticoagulation regimen with lovenox immediately post-operation. The patient followed post-procedure bedrest instructions. There was no reported elevated blood pressure. The device will not be returned for evaluation.